Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the customer was experiencing leaking issues occurring from the filter on this set. No patient harm was reported. However, the incident did cause delay in treatment and at times, re-admission to re-start the treatment. Antibiotics were used as medical intervention. Delay in restarting treatment was due to timing of the leak and when chemo pharmacy was closed.

Manufacturer narrative:
H6: evaluation codes updated. Neither samples nor pictures were received for the analysis of this complaint. The device history of lot 4378738 was reviewed and no discrepancies or anomalies were observed during the manufacturing of this lot. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.